Event description:
An optometrist reported that a patient who underwent lasik surgery on the right eye was diagnosed with trace dlk on the first day post-op. The steroid drops were increased to six times per day for three days, then tapered back to four times per day. Upon follow-up, the dlk had cleared and the uncorrected visual acuity (ucva) is 20/15.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).